Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced two episodes of low blood glucose following correction doses that were perceived as aggressive, occurring outside of meal announcements while using the ilet system; education was provided that the algorithm adapts over time and that future correction boluses would likely be smaller, with standard hypoglycemia treatment advised. Symptoms included hypoglycemia with a lowest reported value of 50 mg/dl and no reported loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrate gel, no medical intervention, and no hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding algorithm behavior and consideration of a potential factory reset if the pattern persists. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia in the context of automated correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear.